Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for low blood glucose levels of 37 mg/dl. The customer stated that he was unconscious but was not hospitalized. Prior to the event, the customer stated that he had started wearing the mmt-397 quick-set infusion set. The customer also stated he was advised to wear the insulin pump when he received it. Troubleshooting was declined by the customer. Nothing further was reported.